Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had no power and there was evidence of moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 09/17/2015. Device evaluation: the pump has been returned to animas and evaluated on 08/27/2015 with the following findings: the coin slot on top of the battery cap was damaged. The battery compartment was cracked in the thread area as well as below the grip pad. There was evidence of moisture contamination on the underside of the battery cap. The pump could not be powered on at all as a result of the damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.